Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, patient factors (fused bicuspid valve, heavily calcified rcc) interfered with the placement of the valve causing it to move aortic on deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported by (B)(6) affiliates, the 29mm sapien xt valve was deployed in the native aortic valve, underfilled by 2 cc. The valve moved very aortic on deployment despite the operator trying to keep it in the correct position. The valve landed 90/10 aortic/ventricular. A second valve was required for stabilization of the first valve and implanted 50/50 within the first valve. This valve also was also moved aortic on deployment, however, the valve was kept below the annulus and there-fore stable. There was no pvl post deployment and both valves were stable. The patient left the or in stable condition. Regarding the perceived cause of the malposition, the native valve was a fused bicuspid and heavily calcified on the right cusp (rcc). On review of the fluoro images it was evident that the calcium on the right cusp was interfering with the placement of the valve and causing it to move aortic on deployment. The patient¿s native valve measured 23x30mm2 via CT, with bulky/severe native annular calcification, and severe native leaflet calcification.